Event description:
Six pts received false test results due to axsym system failing to notify lab tech that no reagent was being aspirated. This occurred because the reagent quantity sensor is based on the weight of the container. The rptr believes this is a significant design flow. Five of six pts had elevated creatinine kinase- mb bands and troponin levels reported and one of six had an erroneous beta-human chorionic gonado trophin reported. The MFR's biomed dept has done a site eval but has given rptr no follow-up info. This pt was treated with lovenox and admitted.

Event description:
Six pts received false test results due to axsym system failing to notify lab tech that no reagent was being aspirated. This occurred because the reagent quantity sensor is based on the weight of the container. The rptr believes this is a significant design flow. Five of six pts had elevated creatinine kinase- mb bands and troponin levels reported and one of six had an erroneous beta-human chorionic gonado trophin reported. The MFR's biomed dept has done a site eval but has given rptr no follow-up info. This pt was not treated but had false positive results reported.

Event description:
Six pts received false test results due to axsym system failing to notify lab tech that no reagent was being aspirated. This occurred because the reagent quantity sensor is based on the weight of the container. The rptr believes this is a significant design flow. Five of six pts had elevated creatinine kinase-mb bands and troponin levels reported and one of six was an erroneous beta-human chorionic gonado trophin reported. The MFR's biomed dept has done a site eval but has given rptr no follow-up info. This pt was diagnosed with a plumonary embolism, admitted and treated.

Event description:
Six pts received false test results due to axsym system failing to notify lab tech that no reagent was being aspirated. This occurred because the reagent quantity sensor is based on the weight of the container. The rtpr believes this is a significant design flaw. Five of six pts had elevated creatinine kinase-mb bands and troponin levels reported and one of six had an erroneous beta-human chorionic gonadotropin reported. The MFR's biomed dept has done a site eval but has given rptr no follow-up info.

Event description:
Six pts received false test results due to axsym system failing to notify lab tech that no reagent was being aspirated. This occurred because the reagent quantity sensor is based on the weight of the container. The rptr believes this is a significant design flow. Five of six pts had elevated creatinine kinase- mb bands and troponin levels reported and one of six had an erroneous beta-human chorionic gonado trophin reported. The MFR's biomed dept has done a site eval but has given rptr no follow-up info. This pt was admitted and treated with IV lovenox.

Event description:
Six pts received false test results due to axsym system failing to notify lab tech that no reagent was being aspirated. This occurred because the reagent quantity sensor is based on the weight of the container. The rptr believes this is a significant design flow. Five of six pts ahd elevated creatinine kinase- mb bands and troponin levels reported and one of six had an erroneous beta-human chorionic gonado trophin reported. The MFR's biomed dept has done a site eval but has given rptr no follow-up info. This pt was not treated.